Manufacturer narrative:
Upon receipt of sample an investigation will be completed. The results of this investigation will be forwarded to the FDA via a follow up MDR.

Event description:
PICC line noted to be leaking under dressing. Upon assessment and removal line leaking immediately proximal to the butterfly. Line replaced with new PICC as patient requiring long term IV fluids.